Event description:
It was reported that the iab was inserted without difficulty. Upon inflation, the tip of the balloon would not inflate. Because of this, the iab was removed and replaced. There were no associated pt complications.